Event description:
It was reported the patient experienced pocket heating while charging. Surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was explanted and replaced and resolved the issue.